Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 8 of 20. Report received from (B)(6) stating that the device had debris in the sterile package. It is unk if the device was being used during surgery. It is unk if injury or medical intervention were reported. The date of event is unk. There was no additional info provided.